Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
During the investigation, a review of complaint history, instructions for use (IFU) and quality control was conducted. The product was returned in an open and used condition. It was reported that the patient removed the catheter but 2 pieces of suture remained embedded in the puncture. The device is supplied with an IFU which lists the following steps for catheter exchange/removal: "while stabilizing the mac-loc catheter hub assembly with one hand, position a small, blunt object (approximately the shape and size of a ball point pen or small forceps) into the mac-loc release notch pry upward until the locking cam lever is free." It is likely that the device received excessive force beyond its intended use, causing the suture to break. We have notified appropriate internal personnel and will continue to monitor for similar complaints.

Event description:
Approximately two weeks prior to the event, a percutaneous transhepatic gallbladder drainage was performed and the complaint catheter was placed in a patient who had dementia. On (B)(6) 2015 the patient retrieved the catheter somehow by himself. The catheter itself was retrieved without a piece of the catheter remaining, but the string of it remained in the patient. Two pieces of string are now protruding out from the opening at punctured site. As there was a possibility that the strings adhere to or were entangled in some body tissue, the physician did not retrieve it forcefully. The physician fixed the protruding two pieces of strings on the skin with a dressing material. It has not been determined how to treat the strings to this date. Additional information in regards to the patient outcome have been requested, however it was not available at the time of this report.